Event description:
Customer reported having trouble with the sensor. Customer stated that the blood glucose readings were in the 50 mg/dl range and the sensor was reading in the range of 200 mg/dl. Customer also mentioned receiving a lost sensor and a sensor error alarm. It was noted that the customer had a bent cannula as well. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.